Event description:
Balloon at the end of the endotracheal tube was noted to have a piece of loose plastic peeling off of it; it was taken out of the package and noted to be defective. It was removed from the anesthesia field prior to the patient being intubated.